Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and system sensor and excessive no delivery alarm test. Motor was tested outside the device and passed. Unit functioned properly. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that she had experienced high blood glucose of 343 mg/dl and that the insulin pump alarmed motor error and no delivery. Customer does not recall any significant events leading to the error. Troubleshooting was done for high blood glucose but customer declined troubleshooting for motor error. Customer was advised that the device would be replaced and to return the product for analysis.